Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse went onsite and found that nest programmable interface controller (pic) node was not checked off. The fse corrected configuration. No part replacement required. System inspected, tested and verified as ready for use. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for assistance. Investigation found no related errors occurred during the surgical procedure that were related to the reported complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022. This complaint is reportable due to the following: it was reported during a da vinci assisted procedure the customer discontinued use of the e-100 generator after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup erbe generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the vessel sealer instrument would not fire cautery when connected to the e-100 generator. Prior to calling to intuitive surgical, inc. (Isi) technical support, the customer tried another instrument; no change. The customer then connected the instrument to the erbe generator and the issue was resolved. The isi technical service engineer (tse) reviewed live logs and found no relevant errors. The tse walked the customer through a hard power cycle of e-100 generator, with no change. The customer continued with the case with a vessel sealer instrument connected to the erbe generator. The site was completing the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was unsure when the issue was first identified. The customer was unable to activate energy with the e-100 generator. The customer proceeded successfully with the erbe generator instead.